Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with hysterectomy, laparoscopic sacral colpopexy, laparoscopic enterocele repair, perineoplasty, suprapubic tube insertion, left ovarian cyst aspiration and bladder biopsy due to pop, sui, urethral hypermobility, anticipated urinary retention, left ovarian cyst, suspicious bladder lesion near right ureteric orifice and suspicion of bladder cancer.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.